Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. Healthcare providers did not realize the patient was wearing an insulin pump and did not remove the pod until after 14 hours of hospital admittance. Symptoms reported include cognitive impairment and aspiration pneumonia. No phone number or patient contact data provided. No further information provided.